Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold values and high out of range pacing impedance measurements, measuring at 2270 ohms, and a red alert was seen on the latitude remote monitoring system. Provocative maneuvers were performed, and no anomalies were identified. It was suspected that there was fibrosis at the lead tip. The health care professional (hcp) performed reprogramming. This rv lead remains in service and the plan is to continue monitoring the patient via latitude. No adverse patient effects were reported.